Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block for the last three weeks. It was further reported that both the right atrial (ra) and right ventricular (rv) epicardial leads were fractured. The ra and rv epicardial leads were capped and replaced. No further patient complications have been reported as a result of this event.